Manufacturer narrative:
The device was returned for analysis. There was not reported malfunction the production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the difficulties cannot be determined. The subsequent treatment is related to the circumstances of the procedure. Based on the reported information and the returned device, it is possible there was a posterior needle deflection (needle to cuff miss) that caused a needle strike against the foot causing the break; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that bilateral suture placement in two calcified unspecified access sites was attempted with two proglide devices using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, one device had an unknown failure occurred at step 3 in the left side while the other had an unknown failure at step 3 in the right side. The suture of a new proglide device was successfully pre-placed at each access site. The sheath was upsized to a large bore and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Additional information: the returned goods lab received a third proglide device with a foot separation. The location of the detached foot is unknown. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was returned for analysis. The failure to cycle was not confirmed. The posterior foot was separated and was not returned. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the difficulties cannot be determined. The subsequent treatment is related to the circumstances of the procedure. Based on the reported information and the returned device, it is possible there was a posterior needle deflection (needle to cuff miss) that caused a needle strike against the foot causing the break; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated. H10: related report number added.

Event description:
Subsequent to the initially filed report, the following information was received: this complaint is a duplicate of (B)(4). This duplicate was found after the initial report for this complaint was filed. No additional information was provided.